Event description:
It was reported that a revision surgery was performed to exchange liner due to anterior-posterior instability.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and this complaint reports that a revision surgery was performed to exchange liner eleven months post implantation due to anterior-posterior instability. No gross instability was noted on preoperative evaluation. During the revision the previous incision used. The patella was gently retracted laterally as the knee was flexed to 110 degrees. Inspection of the prosthesis demonstrated no evidence of loosening, disassembly, or malalignment. There was no laxity to varus-valgus stress from 0 to 30 degrees. There was mild recurvatum, which was consistent with a preoperative state. The polyethylene insert was then removed. A smith and nephew journey bi-cruciate stabilized revision articular insert was seated on the baseplate. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.